Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that following pre-dilatation, a supera stent was partially implanted in the superficial femoral artery, moderately calcified lesion. The stent was thought to have been fully deployed; however, the last portion of the stent had not unlatched from the delivery system. When the device was removed, the stent was explanted. 2 absolute pro stents were used in replacement. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent was returned fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.